Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported receiving a sensor glucose reading of 142 mg/dl when the customer's actual blood glucose level was 94 mg/dl. Troubleshooting was performed. The customer was advised that the sensor glucose and blood glucose difference was not within acceptable range. The customer reported a low blood glucose event of 39 mg/dl as well. The customer treated the low blood glucose with juice. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.